Event description:
A customer reported an issue with the touchscreen responsiveness of their pump, noting it required multiple taps and delays in response. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support explained that the pump prioritizes high-priority tasks, causing delays for lower-priority requests, and provided the customer with best practice tips for interacting with the touchscreen. The customer understood and acknowledged this information.